Event description:
It was reported that patient was in the ER (emergency room) when pump ran out about 10 years ago (2003), 4-5 times. Patient wasn't getting refilled regularly and went into withdrawal. The pump was filled in the ER. The exact details, dates for visits to the ER were not reported. Patient was on oral medication as well (unclear if at the time or currently). Drug in the pump at the time of this event was not reported. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j11021r01, implanted: (B)(6) 2002, explanted 2005, product type catheter. (B)(4).